Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. This report is for one unknown radial stem. Part and lot numbers are not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. Therapy date): date of implant is unknown. The subject device is not expected to be returned to the synthes manufacturer for evaluation. 510(k): without a part number, the 510(k) cannot be identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the radial stem loosened postoperatively. There is no malfunction associated with concomitant radial head. The original date of implant is unknown. Standard x-rays were taken on unknown dates and surgeon is monitoring the patient clinically and radiographically. No patient harm was reported. Concomitant devices reported: radial head (part # unknown, lot # unknown, quantity # 1). This report is for one unknown radial stem. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Complaint was reviewed and determined to be a part of recall. Manufacture site device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.